Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in a coronary artery. A 2.25x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. However, a vessel dissection was noted. The procedure was completed using a different device. No further patient complications were reported.